Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain complete patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-02675. It was reported the patient has been unable to receive adequate therapy due to high impedance on several lead contacts. As a result, the patient plans to undergo surgical intervention.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2020-02675. Additional information gathered revealed the patient's leads were explanted and replaced to address their issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.